Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: when the nurse flushed the tube with saline before the infusion for the PICC patient, liquid leaked from the needle-free closed infusion connector of the septum membrane, and immediately replaced the connector for the patient to continue the treatment.